Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was hospitalized for cardiac decompensation with dilated hypokinetic cardiopathy. The patient expired 2 days later due to vf which the device failed to convert.